Event description:
(B) (6). According to the information received, an end-user reported a catheter with a cut-off / blunt tip. The patient wrote a letter indicating he could not figure out why it was so difficult to insert the catheter & then he noticed blood in his urine. Upon further inspection, he found the tip was non-existent and the end was blunt.

Manufacturer narrative:
(B)(4). The results of the on site evaluation indicate: the tina hemodialysis device s/n (B)(4) was evaluated on site on 01/28/10 for the reported issue of high uf. On 01/28/10, the field service engineer (fse) went to the facility and confirmed the problem the instrument fluid loss was inaccurate. The tubing from the uf removal regulator to input pressure equalizer was misrouted. This caused tubing to occlude when the rear door was shut. The tubing was rerouted to prevent interference. The machine was tested and inspected. On 02/01/10, the fse revisited the facility and reconfirmed inaccurate fluid loss on the patient. Two holes were noted in the uf flow meter diaphragm. The diaphragm was replaced. The fse retested and reinspected the machine. The machine was operational according to manufacture specification as per testing performed.

Event description:
A registered nurse informed global product surveillance (gps) on 2-10-10 that there was a patient that had a high ultrafiltration on (B) (6) 2010. The nurse stated that the patient was given a unknown amount of saline to bring the patient back up to the dry weight and that the patient outcome was good. This follow up refers to this complaint. There are 2 additional complaints with the same ultrafiltration issues with this same device. This complaint is for patient (B) (6).

Manufacturer narrative:
(B) (4). The device was evaluated on site : a field service engineer (fse) went to the facility and confirmed the problem. The instrument fluid loss was inaccurate. The fse found some mis-routed tubing from the uf removal regulator to the input pressure equalizer this caused the tubing to occlude when the rear door was shut. The fse rerouted the tubing to prevent interference. The fse tested and inspected the machine and all systems passed. The device was operational according to manufacture specification as per testing performed. On 1-29-10, the field service engineer (fse) called product surveillance and stated that the machine actually removed too much fluid from the patient during therapy. This was a high ultrafiltration (uf)) for the patient which occurred (B) (6) 2010. The fluid removed from the patient was 1.5 liters over what the actual fluid removal was supposed to be. The fse stated that he repositioned an internal piece of tubing it was incorrectly routed through the machine. When the machine was closed, it was occluding the tubing interfering with the pressures inside the machine and may have caused incorrect fluid removal readings. On 2-1-10, the fse called product surveillance regarding the problem with the machine. He stated that the biomed had tested the machine and found it to be in accurate; it was removing too much fluid during a mock test that had been run over the weekend. The fse stated that the problem was the uf flow meter diaphragm, which was causing the machine to remove too much fluid from each of the patients. On 2-1-10, the fse went back to the facility and confirmed the problem again, inaccurate fluid loss on the patient. The fse found 2 holes in the uf flow meter diaphragm and replaced the diaphragm. The fse tested and inspected the machine following and it was operational according to manufacture specification as per testing performed.